Manufacturer narrative:
Insulin pump had constant motor error alarm during rewind due to corroded motor home switch. Insulin pump was unable to perform the displacement test due to motor error alarm. Insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. No moisture damage noted on electronic assembly.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was not included in the report. Customer stated that the insulin pump may have been exposed to moisture. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.